Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. The fsr replaced the display as the failure may have been intermittent. Testing of the replaced display was completed successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump display failed. As mitigation, the central control monitor (ccm) was used to control the roller pump for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) during cardiopulmonary bypass (cpb) whereby a roller head local display failed but the pump was still able to be controlled via the central control monitor (ccm). There was no change out, no blood loss and no delay, and the procedure was completed successfully.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump display to lab use only (luo) testing equipment. The roller pump display was powered on and functioned as intended. The pst monitored the roller pump display for 24 hours with no observation of any display failures. It was determined that the roller pump display met specification. Per data log review: the log did not show any indication of a display issue on (B)(6) 2022. The pump never lost power or rebooted. Since the pump continued to function when the display was lost, the issue was likely the small display assembly or a connection to the display. The log cannot confirm that the display was lost.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.